Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was a broken top and bottom case left corner (impact damage) right case cracked (by upper screw hole) and a damaged ear clip. There were both motor rate and motor not running errors in history. The root cause of the reported issue was found to be normal wear. The motor assembly, drive gear, clutches and lead screw were original parts from 2006. The pump was over 12 years old. Actions were taken to mitigate the reported issue: replace the cracked top case, bottom case, right plunger case, and ear clip. Replaced the worm coupling, worm gear, lead screw, and both clutches due to normal wear.

Event description:
It was reported that the pump had a motor rate error, motor not running. No patient injury was reported.